Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having pain from the hernia surgery and that the ins was only meant to help with the pain in the legs and back. The patient reported that the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had hernia surgery on (B)(6) 2016 and needed to turn stimulation back on. The patient said they thought they felt a shock yesterday when they thought they turned it on. The patient called to make sure it was on. The patient synched with their programmer and saw a normal therapy screen. The patient reported that stimulation was on and they saw the lightning bolt. The patient said they haven't been getting pain relief from the device, but said that because of the hernia surgery, they have had a lot of stomach pain. The patient thought that could be the reason the device wasn't helping their back pain. The patient was directed to follow up with their healthcare provider (hcp) if the pain doesn't get better. No further complications were reported.